Event description:
The device was explanted and replaced with a similar device after an implant duration of 22 months. No reason was given for the explant. The device was returned to the manufacturer for analysis.

Event description:
The hcp reported that the "patient had progression of scolosis. Patient has progressively increased tone. Patient has catheter that appears to be placed in cervical subarachnoid space. Mom reports that patient gets groggy/lethargic with each bolus. "Patient is adjusting to new pump and treatment regimen.